Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event date - patient received an injection for pain on an unknown date in (B)(6) of 2015. Concomitant medical product - m2a magnum acetabular cup, catalog#: us157848, lot#: 761470; taperloc femoral stem, catalog#: 11-103201, lot#: 354880; m2a magnum taper adapter catalog#: 139254, lot#: 500850. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-04023, 1825034-2017-01654.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately nine years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a right hip revision procedure approximately 9 years post-implantation due to pain, discomfort and wear. During the procedure, synovitis was noted. No additional patient consequences were reported.